Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized due to high blood glucose and received "sensor updating" for 4hrs, "change sensor" and "sensor not found". The customer reported a blood glucose value of 700 mg/dl. The customer reported hyperglycemia and elevated ketones/diabetic ketoacidosis and was hospitalized and treated with an IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-7040a, mmt-342, mmt-1884, mmt-431ah, mmt-7841zn. Troubleshooting was performed and the auto mode/smartguard feature was not applicable. The customer had been using the insulin pump system within 48 hours of the reported event. The customer was unable to run a transmitter test or test passed. The customer also reported a loss of communication between the transmitter and the pump. The customer reported symptoms of tiredness/weakness at the time of the hospitalization event. The sensor glucose (sg) value from the reported hospitalization event was 400 mg/dl and the blood glucose (bg) value was 700 mg/dl and the difference was not within the target range and was more than 30%. No further patient complications were reported. No product return is required for mmt-7040a but the customer was informed that the sensor will be replaced. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ah. No product return is required for mmt-7841zn.